Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with an implantable cardioverter defibrillator (ICD) that was post-paced t-wave oversensing (pptwos) on the ventricular lead on automatic mode switch (ams) episodes. The patient did not therapy during oversensing. Programming changes were suggested but not made. These did not fully resolve the issue although the alerts had been less frequent. The patient was stable.